Event description:
This patient had medical history of hyperlipidemia, hypertension, obesity, old anterior ima with epa complication, and aneurysm in the abdominal aorta. One year post index procedure, the gissocii study coordinator received information via e-mail that the patient had "acute dispnaea required hospitalization, medication adjustment. Sudden death at home witnessed by other people." One year prior, the patient had cypher stent implanted within the mid lad under study. The mid lad lesion was tapered, total occlusion more than 180 days, not calcified, had some collaterals and timi flow was one. The lesion was pre dilated with balloon 3 x 20mm at 14 atm. The cypher stent 3.5 x 35mm stent was deployed within the mid lad at 18 atm.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.